Event description:
It is reported that the patient was revised due to a loose screw and poly.

Manufacturer narrative:
Visual inspection of the returned component identified pitting on the articular surface and gouges on the backside. The lip of the dovetail was fractured off. The damage to the articular surface dovetail indicates that the articular surface likely disassociated in flexion. Inspection of the locking screw identified scuff marks and damage to the threads, apparently due to the screw floating freely in the joint. Review of the device history records for the articular surface did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Operative notes from the revision to the lcck system indicate that the knee was balanced and stable through range of motion with the revision components. It was noted that the articular surface locking screw was tightened down with a torque driver but amount of torque was not indicated. Operative notes from the revision surgery indicate that the articular surface had ruptured through the extensor mechanism and was lying free in the subcutaneous plane. The locking screw was noted to have no evidence of cross threading or other defect. From the returned x-ray, it appears that the articular surface had disassociated from the tibial component and was sitting anteriorly to the knee. The position of the locking screw could not be determined. The lcck surgical technique states that 95 in. Lbs. Or torque should be applied to the articular surface locking screw and that under tightening of the screw may allow it to loosen over time. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, dislocation is a known risk of this procedure. A definitive root cause cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.